Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2024.

Event description:
It was reported that the patient had a stimulator device that takes longer to charge and depletes faster. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.